Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported the patient had underdose symptoms throughout their whole body. The pump was interrogated and logs revealed repeated motor stalls and motor recoveries with a tube set message. The first stall occurred on 2015-(B)(6) at 10:59 with "stopped pump may exceed tube set" message on 2015-(B)(6) at 10:59 and a motor stall recovery on 2015-(B)(6) at 14:34. Another motor stall occurred on 2015-(B)(6) at 19:34 and a motor stall recovery occurred on 2015-(B)(6) at 11:47. The final recorded motor stall occurred on 2015-(B)(6) at 13:17 with no recorded motor stall recovery. The event resulted in reprogramming and a pump replacement was scheduled. It was noted when the healthcare professional (hcp) refilled the pump, the clinician programmer showed the estimated reservoir volume (erv) to be 9.9 milliliters (ml) but the hcp aspirated 15 ml (actual reservoir volume (arv)). The pump was used to deliver morphine. The outcome of the event was not reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was sent to another hospital in order to change the pump. It was thought to have been replaced with another company¿s pump. It was further confirmed the pump was explanted and the patient was implanted with a constant flow pump and was receiving efficient therapy. The status of the explanted pump was not known. Should additional information be received a supplemental report will be filed.